Event description:
The pump had alarms. Troubleshooting was performed, it was found that the alarm has been occurring for weeks. Several day later a diabetes educator reported that the customer was admitted to the hospital for high blood glucose. The pump passed the self-test. However, it was informed that the customer had surgery few days before the call.